Manufacturer narrative:
The investigation determined that the vitros 5,1 was operating as intended. The customer was also found to be following the sample tube MFR's recommendations for sample processing. The definitive root cause of the biased glu result could not be determined. Datalogger analysis indicated higher than expected sample viscosity for the original negatively biased result. This was not observed when the glu was repeated from the same sample. The difference in viscosity is suggestive of particulate material being present in the sample when it was initially processed.

Event description:
The customer obtained a non-reproducible, negatively biased pt result using vitros glu slides on a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The initial biased result was not reported and there were no report of pt harm as a result of this event. .